Manufacturer narrative:
The delivery pusher, implant coil, and introducer were returned for evaluation. The dispenser hoop, shrink lock, and microcatheter were not returned. The delivery pusher was bent 32 inches from the proximal section. The strain relief was damaged, the implant coil was stretched at the tie knot section and the proximal section, and the monofilament was stretched and broken. An inspection of the monofilament determined the separation of the implant from the pusher was due to excessive tensile force, which is also supported by the stretched implant. No other notable conditions were found on the returned implant, pusher, or introducer. The physical evaluation of the returned device could not identify the conditions or circumstances that led to the stretching and separation, but those conditions are consistent with the device experiencing retraction forces over specification. The microcatheter used during the reported event was not returned, so the investigation could not determine if any damage, defect, or other anomaly caused or contributed to the complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization of the anterior branch of the left internal iliac artery to reduce flow to a distal avm, an embolization coil became stuck during advancement in a navicross catheter. The navicross catheter was removed from the patient, and it was noticed that the implant coil had broken free of the delivery pusher inside of the navicross. There was no reported patient injury or intervention.